Manufacturer narrative:
D10 concomitants: 1380052 200-74-09 - cr tibial insert sz 4, 9mm, slope ++; aa3614 13a2101 - cemex system fast genta 70g; 1718264 200-02-38 - three peg patella 38mm; 1768636 200-04-44 - cemented finned tib. Tra sz 4f/4t; 1711837 201-78-14 - holding pin headless sharp point long 4pk; 1752052 201-78-15 - holding pin mini sharp point 4 pk; 1308 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19; 1701713 230-03-04 - optetrak asy,cr cemented femoral, sz 4,; aa3328 asa0030 - sterile disposable containers. The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 140 months after a total replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, osteolysis, synovitis. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d6a, h6. MDR section codes updated/corrected: b, e. The revision reported was likely the result of pain, loss of range of motion, aseptic loosening, and instability. The loosening may have been caused by improper component sizing and alignment, which led to an increase in cement and bone particles in the joint space and prosthesis wear. However, the contributions of loosening, prosthesis wear, component alignment and the sequence of events cannot be determined as the devices were not available for evaluation and radiographs from the index surgery were not available. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.